Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual analysis revealed that they valve leaflets were in the closed position. A small misalignment between all free margins was identified. All leaflets were flexible but intact. Conclusion: the device history record was reviewed. There were no correlations/issues identified regarding manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes. This device met all applicable manufacturing specifications prior to release for distribution. There were no issues identified during the analysis that would have contributed to the valve obstructing the coronary ostia. As such, the complaint that the valve blocked the coronary ostia cannot be confirmed. Blocking of the coronary ostia after implant is most likely due to surgical technique and would not be related to the valve design or manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 19mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. The reason for replacement was reported as an obstruction to the left coronary ostia. No additional adverse patient effects were reported.